Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 10 years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient previously had a lumbar artery coiled to treat a type ii endoleak. Approximately four weeks ago the stent graft was found to have migrated distally such that one side was at the level of the right renal artery and the other side was 1 cm below. No endoleak was present. The stent graft migration was attributed to disease progression as the aortic neck now measures 32 mm in diameter. A 32x70 endurant cuff was implanted to address the stent graft migration. Due to the long length of the cuff, the distal end was purposely landed in the iliac limb, creating an aui. The right renal was stented and then it was 20% covered intentionally. A palmaz stent was placed within the 32x70 cuff to maximize the lumen ID. A fem-fem bypass was performed. No additional clinical sequelae were reported and the patient is fine. Films from approximately two months ago were reviewed and show that the stent graft is placed just below the right renal and approximately 12cm below the left renal. The ipsilateral limb is well placed in the right iliac artery and the contralateral limb is well placed in the left iliac artery. The bifurcated stent graft aortic body distal to the mid-iliac limbs are essentially straight. There is a proximal type I endoleak; likely due to lack of sealing from the dilated neck. The aaa size is approximately 9cm. There is no occlusion seen within the stent graft.

Manufacturer narrative:
(B)(4). Evaluation, method: (films). Evaluation, results: inherent risk of procedure (stent migration, endoleak), patient's condition affected effectiveness of device (aortic neck dilatation, type ii endoleak). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (aortic neck dilatation, type ii endoleak).